Event description:
The fe reported the system displayed a precharge error on the c-arm screen. This will result in a no boot situation. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.